Event description:
The customer reported that while running an htlv-I/ii assay, summit sample handler did not pipette the correct amount of sample into well positions e11, c12, a7, a8, a10, a11, b9, h9, c12, d8 and g3 and no error message was generated. A field service engineer was dispatched and was unable to duplicate the event. Fse replaced all plunger clamps. No death or serious injury was associated with this event.